Event description:
It was reported that insulin was not delivered from the cartridge when the insulin remaining in the cartridge reached 20 units of insulin. Customer changed the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.